Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include patient non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use for the device states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported in a legal complaint received 05/12/2015 that a patient had an original shoulder surgery sometime after (B)(6) 2013. On or after (B)(6) 2013 patient had an x-ray which revealed a broken clavicle plate which resulted in a subsequent surgery. No further information provided at this time. Follow-up investigation: original surgery date (B)(6) 2013. Revision surgery date (B)(6) 2013. On (B)(6) 2015 patient had rolled over in bed and felt intense pain in the right shoulder. X-ray taken the next day revealed the broken device.